Event description:
In this case, it was reported that the mitral ring was explanted after an implant duration of approx. Of 8 years due to endocarditis. The health care provider indicated that this event was related to an infection; however, the specific nature of the infection was not provided. It was also noted that there was no malfunction related to the edwards ring. No other details provided at this time.

Manufacturer narrative:
Device not returned. Endocarditis, occurring more than 60 days after valve surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the health care provider indicated that this event was related to an infection but did not specify what type. Unfortunately, the explanted ring was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed.